Event description:
It was reported the pt had not charged the ipg for several months. Attempts to recharge the ipg were unsuccessful. The physician replaced the ipg to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Manufacturer's evaluation: according to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu states, "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Correction number: 1627487-12192011-003-r.